Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead experienced high impedance and rising thresholds. It was also noted that the patient has shown signs of fatigue. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed resistance/impedance increase. The ventricular lead impedance increased from an average value of 727 ohms on (B)(6) 2010 to an average value of 4336 ohms on (B)(6) 2010. "V lead bad time" was recorded as (B)(6) 2010. Average ventricular capture threshold also rose from 0.375 v to 2.0 v over the same time period.